Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius bloodline separated from the needle connection on the arterial line thirty seven minutes after the initiation of a patient¿s hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius dialyzer was also in use. There were no issues noted during priming nor any changes or disruption in pressure during treatment. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose to end treatment early. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s clinic manager (cm) reported that a fresenius bloodline separated from the needle connection on the arterial line thirty-seven minutes after the initiation of a patient¿s hemodialysis (hd) treatment resulting in blood loss. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A fresenius dialyzer was also in use. There were no issues noted during priming nor any changes or disruption in pressure during treatment. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose to end treatment early. The complaint device is not available to be returned to the manufacturer for evaluation.